Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown scallop (plate) /unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article borens, o., ¿et al¿. (2009). Minimally invasive treatment of pilon fractures with a low profile plate: preliminary results in 17 cases. Arch orthop trauma surg, 129:649¿659. This study represents the results of ¿¿biologic fixation¿¿with a minimally invasive plating technique using a newly designed low profile synthes ¿¿scallop¿¿ plate in the treatment of pilon fractures in seventeen patients treated between 1999 and 2001. There were 2 female and 15 male patients with an average age of 48.1 years (range 27¿78 years). All patient followed up for a mean of 17 months (range 6¿29 months). Results included: case 1 53m, removal of hardware was performed. Case 3 58m, who experienced delayed wound healing of the fibular incision, which resolved with local wound care. Case 5, 44f, pain reported, hardware removal was performed. Case 10, (B)(6) m, removal of hardware and revised with (anterior t-plate). Case 12, 60f, who experienced delayed wound healing of the lateral incision, needing multiple wound debridements. Eight patient complaint of occasional pain. This is report 4 of 6 for com#(B)(4). This report is for an unknown scallop-plate refers to case 10, (B)(6) m, removal of hardware and revised with (anterior t-plate).